Event description:
It was reported that the patient presented in the emergency room. Upon interrogation it was noted that the right ventricular (rv) lead was dislodged and exhibiting inappropriate shock and far p oversensing. The rv lead was explanted and new rv lead was implanted. The patient was in stable condition.